Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device scrapped.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 cautery piece on the jaws was damaged. The heating element on the hp2 jaws was lifted. A new device was used to complete the procedure and no patient harm was reported.

Manufacturer narrative:
Trackwise # (B)(4) updated sections: b4, e3, g4, g7, h2, h6, h10 a lot history record review was completed for lots 25159747, 25161788, and 25162470 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
N/a.